Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the sheaths were too sticky.

Event description:
It was reported that the sheaths were too sticky.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the sheath is a strapless penile sheath: it has an adhesive coating inside to ensure a safe and simple procedure for fitting. ¿if necessary, trim pubic hair ¿clean and dry pubic area ¿remove sheath from its wrapping ¿place rolled end over end of the penis, leaving a small space of the penis and the cup of the sheath. If uncircumcised, do not retract the foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. ¿slowly unroll the sheath along the shaft of the penis, then gently squeeze the sheath around the penis to ensure even adhesion. Try to avoid leaving a rolled 'collar' of sheath around the base of the penis ¿finally, connect the urine collection bag. Always check that the connections are secure before use. ¿wear time will vary user to user. It is recommended that the sheath be changed every 24 hours for reasons of hygiene ¿to remove: the sheath may be removed by gently rolling it off of the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort."